Event description:
It was reported that the customer had a motor error alarm and motor position encoder error on the insulin pump. No further details given.

Manufacturer narrative:
The insulin pump passed the displacement tests. However, the insulin pump was received stuck in the motor error lop during bolus/basal delivery. Unable to confirm error alarm due to erased history file cause by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.